Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-06707. It was reported that the patient¿s pacemaker system was explanted due to infection. Vegetation was noted on the lead. On (B)(6) 2019, a replacement system was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.